Event description:
Dexcom g6 ios app consistently failing to stay connected to the cgm and having multiple critical errors. Dexcom customer support is unable to adequately solve the problem and it is very widespread. The app also does not alert when it experiences this failure which prevented early detection of a hypoglycemic event.